Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The system failed the mechanical test during checkup due to collimator fails to initialize on bootup. The system was cycled on and off a dozen times without any issues. Performed system checkout. Imaging system is operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system displayed and initializing collimator error. They have rebooted the system twice without success. No patient present. On 2020-jan-02 additional information received: the field service engineer went to (B)(6) hospital to check the system out today. I was able to get the system back up and running without having to replace any parts. I have already informed their lead tech and biomed that the system is now operational.